Event description:
A (B)(6) male patient called zoll customer support to report that he was receiving a service code 204. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to an open yellow (pgnd) and white pulse wire in the trunk cable. The root cause for the open wires could not be positively identified but was likely excessive force on the trunk cable. No adverse events results from the defective electrode belt. The patient received a replacement electrode belt.